Event description:
New information received notes that dislodgement was confirmed via x-ray.

Manufacturer narrative:
Additional information: b5 and b6.

Event description:
It was reported that the patient presented for replacement of the left ventricular lead . It was discovered that the lead had dislodged into the body of the coronary sinus. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The product was returned due to lead dislodgement. As received, a complete lead was returned in one piece. The double bend height was measured within specification.